Event description:
It was reported that the user and caregiver received a prompt to complete a supply change after replacing the infusion set and observed insulin drops, but they had not completed the required steps in the ilet to resume therapy; an agent guided them through selecting a new infusion set and performing the fill cannula step, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin therapy without escalation of care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed incomplete cartridge/load workflow completion and incorrect supply change steps that left therapy paused until the cannula fill was performed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error related to supply change procedure.